Manufacturer narrative:
Weight - race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -18.0/3.0/122 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Low vault with lens rotation was observed. The lens was repositioned on (B)(6) 2022. This did not resolve the problem. On (B)(6) 2022 the lens was removed and a replacement lens of a longer length lens was implanted. This resolved the problem. Cause is reported as unknown.